Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon did a primary summit pinnacle cup for this patient after an unstable hip fracture post-op at some time she became infected and unstable. Surgeon revised the 52mm liner to a constrained liner and did an I&d of the wound followed by antibiotics. Today the patient appears infected again. Surgeon decided to change the liner and head and resume antibiotic treatment.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.